Event description:
Spontaneous call from patient's mother who reported that old pump is not working as well as it used to and requesting a new pump; she said the infusion used to take an hour, but now lasts about an hour and 45 minutes and there is a lot of scarring on patient's stomach so she also needs to be trained on how to administer in a different area; no missed doses or side effect reported other than scarring at infusion site. Pump is on hand for return, but lot number and expiration date were not noted; no further information provided. Reported to (B)(6) by: patient/caregiver.